Event description:
It was reported that the patient's blood glucose level rose to 323 mg/dl while wearing the pod between 1 and 4 hours. The patient alleged that the pod did not deliver insulin properly. Despite administering 22.2 u of insulin (normally gives 5 u) through the pod over several hours, their blood glucose levels remained elevated at 323 mg/dl and only decreased slightly to 316 mg/dl after they also used an insulin pen. The patient confirmed that the pink slide moved forward and that the cannula inserted into the skin during wear. There was no redness/swelling nor insulin leakage at the insertion site. The patient was unable to confirm the appearance of the cannula upon removal of the pod. The patient confirmed receipt of a high glucose alarm.

Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be torn. Fluid was found to leak from the tear in the exposed portion of the soft cannula during fluid path testing. It could not be determined when or how the damage to the soft cannula occurred. The soft cannula was disposed of before a clearer picture could be taken of the tear. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios.omnipod software app version: 2.1.0.operating system: 26.4..hardware: iphone14.2.cgm sensor type: g7.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.